Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary matrix drawer failed and could not open it. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer failed. A field service engineer (fse) had customer remove the medication jam and recovered the drawer to resolve the issue. Then the customer verified the drawer was operational. The system functioned as intended after the field service engineer troubleshot the device.